Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Based on the information received, the explant was not related to the device. It was reported that visual inspection of the explanted valve revealed it to be in good condition with no anomalies, and that the physician reported that the perivalvular leak was due to poor endothelial dysfunction, extended (16 years) exposure of the suture, and brittle tissue. In the physician's opinion this adverse event was not related to the valve or valve function.

Event description:
Medtronic received information that this valve was explanted appropriately 16 years after implant due to severe perivalvular leak. The valve was replaced via bentall procedure. Visual inspection of the explanted valve revealed it to be in good condition with no anomalies. The physician reported that the perivalvular leak was due to poor endothelial dysfunction, extended (16 years) exposure of the suture, and brittle tissue. In the physician's opinion this adverse event was not related to the valve or valve function. No further adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.